Event description:
Pt reported obtaining back-to-back blood glucose results of approx 500 mg/dl and approx 200 mg/dl (pt could not recall exact values), while using the suspect device. Pt did not indicate if any action was taken based on these results. No pt injury was reported. At the time of the report, pt no longer had the test strips that produced the discrepant results. The suspect product was not returned to the MFR for eval.